Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned subtroc lab screw driver indicated that the threads have fractured off the inter rod, confirming the stated complaint. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The complaint history revealed no prior complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during the procedure, the device broke at the base of the thread.